Event description:
On april 16, 2007, the lay user/patient contacted lifescan (lfs) alleging he was unable to program the calibration code number into the one touch profile meter. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On may 1, 2007, the mas mailed a letter requesting the patient contact medical affairs. The mas also reviewed the recorded telephone call. On the event, the patient noted he was unable to program the calibration code number into the reported meter; he was unable to obtain a blood glucose reading. At that time, the patient was experiencing the symptoms of shortness of breath, 'a build up of fluids', dizziness, nausea, and he felt his blood glucose level was high. Following the attempted use of the meter, the patient stated he took his usual dose of the medication accupril (quinapril) 30mg; however, this is an anti-hypertensive medication. The patient contacted his physician, and at 1:00pm was admitted to the hospital. In the hospital, the patient's blood glucose level was tested to be 'greater than 200 mg/dl', and he was treated with insulin. The patient was admitted to the hospital due to hyperglycemia, hypertension, heart failure and kidney stones. It would have been helpful to determine for how long the patient was unable to enter the calibration code number on a meter, if the patient took his usual meals and diabetes medications despite not being able to test his blood glucose levels, his medication regimen, if the patient adjusted his medication doses based on meter readings, if emergency services were contacted, and his expected blood glucose readings. The customer care advocate (cca) was unable to resolve the calibration code number issue during the troubleshooting telephone call. The meter, test strips and control solution were replaced. The patient allegedly was unable to program the calibration code number into the reported meter, and was unable to test his blood glucose levels for an unknown time period. The patient also claimed he experienced symptoms suggesting hyperglycemia, and received emergency medical attention, treatment with insulin, and admission to the hospital. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.